Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - ni. Date implanted - ni. Initial reporter - ni. Manufacture date ¿ ni. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿ product location unknown.

Event description:
Patient's left knee was revised post-implantation due to the locking bar fracturing. The bearing was removed and replaced.